Event description:
It was reported that the patient experienced a bowel obstruction due to the lead components of the implantable neurostimulator (ins) being wrapped around the bowel. The physician performed a surgical intervention to fix the issue and the patient was reported as doing fine now. No device components were explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 435135, lot #, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, lead model 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. (B)(4).